Event description:
During implantation of device in pulmonary artery, the wire came proximal and was then re-advanced using a reference roadmap. The device was then advanced and deployed. Shortly thereafter patient developed hemoptysis. Subsequent angiogram revealed that device was implanted in a parallel vessel, not the intended vessel. No source of bleeding could be identified. Patient required intubation and was able to be extubated the following day. Later deteriorated and despite re-intubation could not be resuscitated.